Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported that the cine option was not showing on the screen. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.